Manufacturer narrative:
(B)(4). Lens returned in lens vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -18.00 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting. The patient also experienced narrow angle, and mechanical mydriasis. As of the date of MDR submission, the lens has been returned but not yet been evaluated.